Event description:
Baxter reported a transfer set with a loose twist clamp. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a loose twist clamp on a transfer set. The root cause was found to be a broken occluder foot. Renal product surveillance, and quality engineering will continue to monitor this product line and take corrective/preventative action as appropriate.